Event description:
The patient reported when they go from sitting to standing and pull themselves up, "the thing comes on" and starts "doing his head" and his face "pulls down." It was stated that their face starts drawing and it is like when they were being programmed by the healthcare provider (hcp). However, once they are standing they stretch and their jaw goes back to normal. The issue has occurred 3 times, starting as of the past week prior to date notified. The patient's indication for implant is essential tremor and movement disorders.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.